Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis in good condition. Device analysis revealed that no issues were found. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-07006 and 2134265-2017-07005. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to perform automatic pullback. During the procedure, a balloon catheter was used for pre dilatation. Dilatation was performed again at two pullbacks. Subsequently, a sized up device was used for dilatation on the third pullback. However when the fourth pullback was about to perform, the ilab froze and automatic pullback failed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.